Event description:
It was reported that the patient arrived at the emergency room (ER) due to epistaxis. The patient had a history of epistaxis and had been seen previously by ear, nose, and throat. The epistaxis was medically managed, and the bleeding stopped. The patient was sent home with prophylactic antibiotics.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported bleeding and heartmate (hm) 3 left ventricular assist system (lvas) could not be conclusively established through this evaluation. The patient remains ongoing on hm3 lvas and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) lists potential adverse events, including bleeding, that may be associated with the use of the hm 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.